Event description:
On (B)(6) 2010, gore® tag® thoracic endoprostheses (tgt4010/7262882, proximally and tgt4010/7431419, distally) were implanted to repair a proximal type I endoleak and a distal type I endoleak of a previously implanted gore® tag® thoracic endoprostheses. (This event is captured in event # (B)(4)). The procedure ended with no endoleak. The preoperative aneurysm diameter measured 79 mm. On (B)(6) 2010, follow-up images showed the recurrence of the proximal type I endoleak. The aneurysm diameter measured 80 mm. On (B)(6) 2011, follow-up images showed the persisting type I endoleak. The aneurysm diameter measured 92 mm. On (B)(6) 2011, follow-up images showed the persistent type I endoleak. The aneurysm diameter measured 90 mm. The patient stopped the administration of anticoagulant drug. On (B)(6) 2012, follow-up images showed the persistent type I endoleak. The aneurysm diameter measured 90 mm. On (B)(6) 2012, the patient underwent a total arch replacement. On (B)(6) 2012, the patient was diagnosed with aortoesophageal fistula (aef). On (B)(6) 2012, the patient expired due to the aef.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Additional information - the cause of the type I endoleak that was identified on (B)(6) 2010 was that the device was undersized to the proximal neck diameter. (The proximal neck diameter unknown.) On (B)(6) 2012, the patient underwent a total arch replacement, whereby the aortic arch and ascending aorta were replaced with a vascular graft. None of the tag devices were explanted. The aortoesophageal fistula developed due to the aneurysm enlargement. The patient did not receive any treatment for the aef. After the aer diagnosis the patient developed mediastinitis and passed.